Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator failed oxygen sensor calibration. Although requested, it was not reported if the patient was connected to the ventilator at the time of the event nor intervention taken on behalf of the patient and patient outcome.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Event occurred while ventilator was in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.